Manufacturer narrative:
(B)(4). Batch # unk. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformance were identified. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested, and the following was obtained: "did the device deliver any staples? I certify that all information that are known/available has been disclosed. If any new information will be made available, the additional information will be submitted in ecm note. If yes, were the staples formed properly? If yes, was the staple line complete? Did the device cut? I certify that all information that are known/available has been disclosed. If any new information will be made available, the additional information will be submitted. If yes, was the cut line complete? If yes, was there any issue with the cut line such as jagged, dull knife, irregular, etc? Was there any difficulty opening the device? Yes, the jaws did not open after firing. If yes, how was the device removed from the patient? I certify that all information that are known/available has been disclosed. If any new information will be made available, the additional information will be submitted. If yes, did the jaws eventually open? I certify that all information that are known/available has been disclosed. If any new information will be made available, the additional information will be submitted. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during a respiratory surgery, jaws did not open after firing. Another device was used to complete the case. There were no adverse consequences to the patient. No further information is available.

Manufacturer narrative:
(B)(4). Date sent: 3/23/2023. D4: batch # 958a13. The procedure was lobectomy, and the device was used for interlobar formation. The closing lever was opened by hand. There was no problem in forming the staples not cutting the target tissue. Another device was used from 2nd firing. There was no big damage on the target tissue due to the issue. The patient is stable and has been discharged from the hospital. The product was returned to ethicon endo surgery for evaluation. Visual inspection was conducted on the returned device. Visual analysis of the returned sample revealed that one sc60a device was returned with the anvil bent upwards and with no reload present. No functional test was performed due to the condition. In addition, the device opened as expected. As part of ethicon endo surgery¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Although no conclusion could be reached on the cause of the reported event "would not open", the instructions for use do contain the following caution: if the jaws do not automatically open after the anvil release button is pressed, first ensure that the knife is in the retracted position by verifying that the stroke count indicator displays ¿0¿ and knife direction indicator points towards the proximal side of the instrument, or that the knife blade indicator is in the home position. If the stroke count indicator or knife blade indicator is not in the home position, push the red manual knife reverse switch downward to reverse the knife motion and squeeze the firing trigger, completely until it rests on the closing trigger. Press the anvil release button. If the jaws do not open at this point, then gently pull the closing trigger, upward (away from the handle) until both firing and closing triggers return to their original positions. The condition of the jaws is related to improper use of the device. It is possible that the device was clamped over an excess of tissue causing the anvil to bend and for the firing stroke and the staple form to be incomplete. It should be noted that a 100% inspection takes place during manufacturing to ensure the device meets the required specifications prior to shipments, in addition, a sample of the batch is inspected finished good quality assurance. Please reference the instruction for use for more information. A manufacturing record evaluation was performed for the finished device batch number 958a13, and no non-conformances were identified. Upon review of the information provided, it was concluded that this event does not meet the FDA defined criteria for a reportable event and is being considered not reportable.